Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of foreign body in patient (failure to deliver mitraclip to the intended site) as listed in the electronic mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated. The gripper actuation issue appears to be due to the gripper line break; however, a cause for the gripper line break could not be determined. Additionally, a cause for the entrapment of device cannot be determined. The reported foreign body in patient appears to be due to the entrapment of the clip in the anatomy and thus related to procedural conditions. The unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the clip entanglement. It was reported the procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). The steerable guide catheter (sgc) and the mitraclip delivery system (cds) were advanced to the mitral valve. During grasping, transesophageal echocardiogram (tee) and fluoroscopy showed both grippers remained lowered when the gripper lever was retracted. The gripper lever had been pulled beyond the blueline. When attempting to retract the cds to the left atrium, tee showed the tip of anterior leaflet was entangled and hooked between the delivery catheter shaft and the grippers, while the posterior leaflet remained fully inserted. Attempts to free the anterior leaflet to exchange the cds, failed. The gripper lever cap was removed exposing both edges of the gripper line to manually pull the grippers up, but the line was not stretched, and no resistance was felt, indicating that the gripper line had snapped. The decision was made to deploy the clip with the anterior leaflet caught between the shaft and grippers and the posterior leaflet well inserted. Mr was reduced to 1-2. A second clip was implanted, further reducing mr to 1. No additional information was provided.